Event description:
It was reported that a patient presented to clinic for follow up. Their insertable cardiac monitor (icm) was unable to be interrogated with the programmer. The icm was able to pair to the patient's phone. The patient condition was not reported.